Event description:
The sapphire window from a co2 airway adapter become dislodged from its normal location.

Manufacturer narrative:
Results of visual examination of actual device returned by the user facility confirmed that the sapphire window had separated from the body of the airway adapter. The device is an airway adapter fitting for end-tidal co2 monitoring. The failure reported was that the airway adapter's sapphire window had become dislodged window might accidently enter a patient's ventilator circut or airway. It should be noted that the diameter of the sapphire window is larger than the opening in the airway adapter to enter the ventilator circut. The actual device returned by the user facility was examined. Visual inspection confirmed that the sapphire window had separated from the body of the airway adapter. Additional investigation is being conducted.